Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced difficulty charging the pump. Reportedly, the usb port is loose. Customer stated they have to hold the charging cable in the port in order for the pump to charge. Customer's blood glucose level was not impacted. Customer reported they will continued to use the pump for insulin therapy.